Event description:
Related manufacturer reference number:. 3006705815-2019-02169, 3006705815-2019-02172. It was reported to abbott on the day of surgery that the patient had their system explanted due to ineffective stimulation.